Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for heart failure symptoms. It was noted that the right atrial lead exhibited noise which led to inappropriate mode switch. The lead was reprogrammed. The patient was asymptomatic to the device before, during and after reprogramming.